Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that one side of the forceps was broken. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic radical prostatectomy, part of the upper tip of the grasping forceps came off and fell into the body. The fallen pieces have been recovered intraperitoneally, within 30 seconds with a separate pair of surgical forceps and intraperitoneal lavage performed. No sharp edges reported on the fallen device. The procedure was completed by replacing with another forceps without additional anesthesia. There was no delay and no health damage reported. The device was inspected prior to use and found to have no problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported defect (broken forceps) was likely attributed to wear and tear, and/or improper handling of the device. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.